Manufacturer narrative:
The pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification up to the (B)(6) 2014. During this time information from the history log shows an increase in voltage which suggests a further pad-pak was installed. Multiple manual power ups of mainly ten minute duration were recorded between the (B)(6) 2014 and the (B)(6) 2014. The device successfully performed all weekly auto self-tests between the (B)(6) 2014 and the (B)(6) 2015. Further, multiple manual power ups of mainly ten minute duration were recorded between the (B)(6) 2015 and the last log entry, prior to receipt at heartsine, on the (B)(6) 2015. During this time the pad-pak became depleted. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. There was a slight fluctuation observed on the pogo-pins, however this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.